Event description:
Brush head keeps popping off - oral-b [device breakage]. Case narrative: consumer via phone stated that the oral-b toothbrush head kept popping off of the oral-b toothbrush. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.